Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing by olympus, the device evaluation and the lms final investigation. Despite good faith attempts the additional information and the user culture results were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: oct. 1, 2024. Sampling from: distal end. Colony forming unit (cfu): no detection (n.d.). Bacterial identification: no detection. Sampling date: oct. 1, 2024. Sampling from: biopsy channel, suction channel. Cfu: 0cfu/ml (at 37). Bacterial identification: n.d. The following is included in the device instructions for use(IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Based on the investigation result below, biopsy channel had leakage during user handling and water invaded the device might have led to abnormality in electronic components, resulted in device displaying error e216. However, the root cause could not be conclusively specified. The following is included in the device instructions for use(IFU): "important information ¿ please read before use. ¦precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Based on the results of the investigation, the possible cause and the root cause of the burn on distal end-cover could not be determined. User can detect the event in accordance with IFU below: -inspection of the endoscope. User can reduce/prevent occurrence of the event in accordance with IFU below. -using endotherapy accessories. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Additional reportable malfunction found during estimation: due to corrosion on plug unit, e216(scope communication err) occurs and burn on c-cover.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and there were no detection of any microbes. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the bronchovideoscope was used on a patient with suspected tuberculosis. The issue occurred during preparation for use. There were no reports of patient harm.